Manufacturer narrative:
(B)(4): no info was provided relative to consequence/outcome of pt. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." W/o the complaint device, we cannot make a definite root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor to monitor for similar complaints. Add'l info from the user facility: brand name: power PICC, common device name: PICC.

Event description:
Pt had a PICC line inserted. Later when chest x-ray was performed, it showed a piece of retained wire. Testing was done to determine if PICC line was the source of the retained wire. Removal of retained object on (B)(6) 2010. Add'l info rec'd by area rep july 2 that a piece of the copper wire is what had broken off.